Manufacturer narrative:
Rrt (registered respiratory therapist); administrator/ supervisor (director of materials management). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the extension set leaked during patient use. The customer stated they believe this to be 'user error,' as there were four related events with the same nurse involved in all four. There was no report of patient harm